Manufacturer narrative:
The insulin pump was received with operating currents within spec. The pump passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed pump error and power loss alarms were triggered when backup battery loaded voltage (loaded v lith) was less than 3.5v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. The pump was received with faded serial number label, cracked keypad overlay at select button, minor scratched display window, case and keypad overlay.

Event description:
The customer reported via phone call that they experienced power system error. The customer's blood glucose value was 372 mg/dl. The customer treated with a bolus of 3.9 units. The customer declined to troubleshoot. The customer stated that the power error occurred within a week of previous troubleshoot occurrence. The product was returned for analysis.

Manufacturer narrative:
The "date of this report" and the "date received by MFR" provided in the initial report were incorrect. The correct dates have been provided in this report.